Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dib00 intraocular lens was fully inserted in the patients left eye. Capsule was ruptured and vitrectomy was done. The dib00 lens was removed and replaced with lens from another manufacturer in the same procedure. Patient was fully recovered. The dib00 lens was discarded and not being returned. No other information is available.